Manufacturer narrative:
Additional information: analysis of the returned device shows that the broken tip was not returned for analysis but was removed from the patient. The t25 tip is broken and twisted in the setscrew tightening direction. The damages (twist and breakage) of the t25 tip is consistent with overloading in torsion applied to the driver during the tightening of the setscrew. This may occur when the surgeon retightened the setscrew after the initial break-off of the setscrew (the event description mentioned that the surgeon used it for tightening an iliac mas setscrew).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that the tip of the driver broke as the surgeon was attempting to tighten the screw. The broken tip was removed and a new driver was used to complete the procedure.